Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed in the aortic annulus at 0 millimeter (mm) depth. The patient's measurements performed by the hospital revealed a native annulus perimeter of 64.5 mm, diameter of 18x22, and sinus height of 15 mm. At 80% deployment, an angiogram was performed to check the valve depth, paravalvular leak (pvl), and if the coronaries were blocked and no issue was detected. After full deployment of the valve, an angiogram was performed again and showed that the coronaries were not blocked. The valve depth was at 0 mm and trace paravalvular leak (pvl) was reported. A transesophageal echocardiogram (tee) was performed and no issue was detected. The catheters were removed from the patient. Half an hour later, the blood pressure dropped while being in transferred from the operating room to the hospital bed. Cardiopulmonary resuscitation (CPR) was initiated. The valve was checked via angiography and noted to have not moved from the final implant position. An echocardiogram was performed. Physicians sent contrast into the ascending aorta and determined to put a stent into the left main ostium. CPR was still being performed and was stopped after being given for 45 minutes. The valve did not move from its final implant position. The patient died due to left main coronary obstruction. No autopsy was performed. The physician felt that the valve kept expanding and pushed the leaflet which obstructed the left coronary ostia.